Manufacturer narrative:
Device evaluated by MFR.: promus element mr ous 2.50 x 32mm stent delivery system (sds) was returned for analysis. A visual examination of the stent identified damage. Distal struts 1-6 were damaged, struts 2-4 were lifted and pulled in a distal direction. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter (od) was measured which was within the maximum crimped stent specification. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion identified no issues. There were no signs of damage or strain to the bi-component bond. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely calcified coronary artery. A 2.50x32mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noted that the stent strut was lifted up. The balloon showed no signs of damage. The device was removed from the patients body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Complainant name: (B)(6). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely calcified coronary artery. A 2.50x32mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noted that the stent strut was lifted up. The balloon showed no signs of damage. The device was removed from the patients body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.